Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported implant elevation and capsular contracture (baker grade unknown). The device was explanted and replaced. Left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; curved opening on radius and overweight. A visual and microscopic analysis was performed which identified; crease sharp opening on radius, stress marks, wear abrasion and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Physician reported implant elevation and capsular contracture (baker grade unknown). The device was explanted and replaced. Left side.